Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
There was no described patient harm. Associated medwatch-reports: 9610612-2021-00542 (400522140 - ae-qas-sp42). 9610612-2021-00562 (400522407 - ae-qas-sp42). 9610612-2021-00563 (400522408 - ae-qas-sp42).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a unknown device manufactured by aesculap ag. According to the complainant, the surgeon reported an adverse event without details about the issue. The type of the indication was an total disc replacement. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2021-00542 (article number unknown- aesculap surgical instruments). 9610612-2021-00562 (article number unknown- aesculap surgical instruments). 9610612-2021-00563 (article number unknown- aesculap surgical instruments).